Event description:
When deaccessing the needle from patient port the safety did not engage and the user ended up with the needle in one hand and the safety device in the other. FDA safety report ID# (B)(4).